Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), sparks were seen from the defibrillation pads and a small blister was seen where the pads were applied. Complainant indicated that the patient subsequently sustained a serious injury. The customer was unable to provide information on the patient's injury.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive clinical functional testing without duplicating the report. An internal inspection of the device found no discrepancies. A reivew of the activity log showed, the device recorded a 200 joule shock, with a patient impedance of 112 ohms and a defib impedance of 130 ohms. The defib pads used during the event were not returned; instead, the customer provided a picture of the pads. Pictures displayed hair around the edge of the pad surface, and no visable burn marks on pads. No picures of the patient burn are available. The device was recertified and returned to the customer. No trend is associated with reports of this type.